Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Doctor reported via phone call that the customer went to the emergency room on (B)(6) 2015 with high blood glucose of 540 mg/dl. Customer was treated with insulin and saline. She was wearing the pump at the time of the emergency room visit. Doctor did not have the insulin pump at the time to troubleshoot. The customer called back later after leaving the hospital and stated her blood glucose was still a little high. Most recent blood glucose value was 315 mg/dl. She treated with manual injections. The drive support cap is recessed. The tubing had no air bubbles, no insulin leak was found and insulin is not expired. Insulin did exit the tubing with manual prime. Settings are correct. The insulin pump passed the high pressure test. The customer found the cannula was bent. She was advised to change the entire set, reservoir and insulin.